Event description:
Boston scientific received information that this left ventricular (lv) lead was part of a system revision due to lead fracture. It is unknown if the lead was fully explanted or abandoned surgically as only a competitor representative was present at the revision. No additional adverse patient effects were reported. This lead is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.